Event description:
On an unknown date, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the apex resides 1cm below the level of the renal veins. The apex touches the posterior wall of the inferior vena cava (ivc) and is angulated 9 degrees posteriorly. The struts extend beyond the lumen of the ivc up to 6mm peripherally. One strut seen at the 3 o'clock position is contiguous with the wall of the abdominal aorta at the 8 o'clock position, yet without extension into the lumen of the abdominal aorta readily identified.